Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that tester cables were used during a device change and it was impossible to test the ventricular threshold. It was determined that a pin connector was twisted. The status of the cables is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; pin 23 was found bent and not making connection.

Event description:
The cable was returned.